Event description:
It was reported that during the implant procedure, the atrial lead could not be placed after many attempts. The lead would be placed and the sensing would drop. The lead was removed and replaced. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.